Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-05834, related manufacturer reference number: 2938836-2019-05836. It was reported that the patient was admitted to hospital on (B)(6) 2019 for drainage from implantable cardioverter defibrillator incision site. The system was explanted on (B)(6) 2019. The lateral end of the patient¿s incision was leaking purulent drainage. Patient remained stable throughout the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.